Event description:
It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that there was something wrong with the valve of the vizigo sheath, so that the sheath had to be exchanged. After exchanging the sheath the issue was resolved and everything was fine again. The surgery was delayed 4 minutes due to the reported event. The action taken when the event occurred, they exchanged the vizigo sheath which resolved the issue. The procedure was successfully completed. No fragments were generated. No patient consequences were reported. No other medical intervention was required. The physician reported that the vizigo sheath was leaky and that blood came out of the valve. The issue occurred before the transseptal puncture and was resolved immediately after exchanging the vizigo sheath to a new one. The medical staff didn¿t see any physical damage, but they believe that the valve must be defective because there was blood exiting. The hemostasis valve (gasket) did not break into two or more separate pieces. The medical staff was unsure if the hemostatic valve/brim cap/hub became detached from the sheath--the physician did not mention something like this. Physical damage was noted by the medical staff while inspecting the sheath. The sheath was not being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The reporter does not think that the patient¿s hemodynamics were compromised due to bleeding because the physician did not mention any hemodynamic circumstances. The approximate volume of blood that was lost was very low volume, but they know how much in detail. No medical intervention was required to stop the bleeding. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that there was something wrong with the valve of the vizigo sheath, so that the sheath had to be exchanged. After exchanging the sheath the issue was resolved and everything was fine again. The surgery was delayed 4 minutes due to the reported event. The action taken when the event occurred, they exchanged the vizigo sheath which resolved the issue. The procedure was successfully completed. No fragments were generated. No patient consequences were reported. No other medical intervention was required. Device evaluation details: visual analysis of the returned device revealed that the hemostatic valve was missing from the hub of the vizigo sheath. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. A device history record review was performed for the finished device 00001738 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. The information available indicates that the hemostatic valve was dislodged into the hub. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 14-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).